Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported, the buttons on the insulin pump were really hard to press and the screen times out. Customer wants to return replacement device. Customer's blood glucose was unknown. No further information reported.